Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap threads were stripped and the returned cap was unable to fit to maintain an electrical connection. The reported power complaint was duplicated. A test battery cap was used, and ez-prime steps were performed correctly. No further power interruptions occurred during the investigation. The pump cover was removed to find no moisture corrosion or any intermittent conditions to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked, the yellow o-ring was visible, and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.